Event description:
It was reported that after breakfast the user observed rising blood glucose reported at 281 mg/dl and inquired about insulin delivery; the meal may have been larger than announced, infusion set supplies were recently changed, and the user employs insets, with glucose later trending down and the pump showing suspended insulin delivery during a subsequent downward trend. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.